Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced heart palpitations and felt dizzy. The patient used a home blood pressure monitor and their heart rate was 38 beats per minute (bpm), when the lower rate on the patient's implantable pulse generator (ipg) was set to 55 bpm. The next day the patient's home monitor registered a rate of greater than 60 bpm. The patient was directed to contact a physician. The device remains in use and no further patient complications have been reported as a result of this event.